Event description:
It was reported that the patient was charging her implantable neurostimulator (ins) the night of (B)(6) 2015. She woke up during the night and stopped feeling the pulse. She got out her patient programmer (pp) to check it but she hadn't used it in a long time and wanted help. The patient tried using the pp and was seeing the replace programmer batteries screen. The patient was going to get new batteries. Follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(4) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(4) 2010, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(4) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(4) 2010, product type: lead. Product ID: neu_recharger_acc, product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).